Manufacturer narrative:
Medical device problem code 1494 - indications for use. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the mild right common femoral artery using a prostar xl after a fenestrated endovascular aneurysm repair (fevar) procedure using a 16f sheath. Reportedly, the prostar xl was successfully preflushed. After insertion into the vessel, there was no bleedback from the marker lumen. The device was successfully flushed again and reinserted with no bleedback seen. Two prostyle devices were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported marker lumen obstruction could not be confirmed as fluid was observed coming out of the marker port while depressing the plunger of the syringe thus indicates the marker lumen and marker port functioned as expected. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that this was an arteriotomy closure of the mild right common femoral artery using a prostar xl after a fenestrated endovascular aneurysm repair (fevar) procedure using a 16f sheath. It should be noted that the prostar xl instructions for use (IFU): the prostar xl pvs system is indicated for the percutaneous delivery of sutures for closing the common femoral artery access site and reducing the time to hemostasis and time to ambulation (patient walks ten feet) of patients who have undergone catheterization procedures using 8.5f to 10f sheaths. In this case, the device was not deployed. It is unknown if the sheath size used in the procedure contributed to the reported difficulty. Based on the returned device analysis, the reported marker lumen obstruction could not be confirmed. It is possible that the device orientation (upside-down or side ways) or, the patient calcification may have contributed to the reported difficulty. However, this cannot be conclusively determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.